Event description:
It was reported that following the placement of an artificial urinary sphincter on (B)(6) 2020. And after a short period of initial excitement, the patient developed dysuria, inability to urinate despite complete deflation of the cuff and uti which ended up in deactivation of the cuff and temporary insertion of 12f foley catheter. After the eventual removal of the catheter following successful treatment of the uti, the device efficiency was not appropriate in controlling the incontinence. Flexible cystoscopy showed the opening and closure of the urethra in the region of the cuff was satisfactory, but retrograde urethrogram (rgu) revealed a small point of contrast leak suggesting cuff erosion into the urethra. Additional information indicated measurement of urethral circumference was 3cm during procedure in presence of our representative and physician selected 3.5cm cuff. After six weeks from implant, the last week of february the device was activated. Within a week , the patient developed symptoms of infection and reported back to hospital. Examination was performed with infection and erosion were diagnosed. Due to erosion of cuff into urethra, patient started leaking and developed a urinary tract infection. Other areas were safe from infection. Patient went into retention although he was leaking drop by drop. The physician was able to press the pump, but the patient was not able to void. The catheter was inserted after deactivating the device.

Manufacturer narrative:
Additional information: h3, h6, h10. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device, revealed no damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon tested at 63.9 cmh2o. It is rated at 61-70 cmh2o. The balloon performed within product specifications. Known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within the product labeling. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 800 hazard analysis was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to device labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that following the placement of an artificial urinary sphincter on (B)(6) 2020 in which measurement of urethral circumference was 3cm during procedure in presence of our representative and physician selected 3.5cm cuff. After a short period of initial excitement, the patient developed dysuria, inability to urinate despite complete deflation of the cuff and uti which ended up in deactivation of the cuff and temporary insertion of 12f foley catheter due to severe dysuria. Within a week, the patient developed symptoms of infection and reported back to hospital. Examination was performed with infection and erosion were diagnosed. Due to erosion of cuff into urethra, patient started leaking and developed a urinary tract infection. Other areas were safe from infection. Patient went into retention although he was leaking drop by drop. The physician was able to press the pump, but the patient was not able to void. The catheter was inserted after deactivating the device. After six weeks from implant, the last week of february the device was activated. After the eventual removal of the catheter following successful treatment of the uti, the device efficiency was not appropriate in controlling the incontinence. Flexible cystoscopy showed the opening and closure of the urethra in the region of the cuff was satisfactory, but retrograde urethrogram (rgu) revealed a small point of contrast leak suggesting cuff erosion into the urethra just proximal to the cuff. To aid healing of the wound, the patient was placed on bilateral percutaneous nephrostomies again. Parenteral antibiotics were started. The device was explanted.

Event description:
It was reported that following the placement of an artificial urinary sphincter on (B)(6) 2020 in which measurement of urethral circumference was 3cm during procedure in presence of our representative and physician selected 3.5cm cuff. After a short period of initial excitement, the patient developed dysuria, inability to urinate despite complete deflation of the cuff and uti which ended up in deactivation of the cuff and temporary insertion of 12f foley catheter due to severe dysuria. Within a week, the patient developed symptoms of infection and reported back to hospital. Examination was performed with infection and erosion were diagnosed. Due to erosion of cuff into urethra, patient started leaking and developed a urinary tract infection. Other areas were safe from infection. Patient went into retention although he was leaking drop by drop. The physician was able to press the pump, but the patient was not able to void. The catheter was inserted after deactivating the device. After six weeks from implant, the last week of february the device was activated. After the eventual removal of the catheter following successful treatment of the uti, the device efficiency was not appropriate in controlling the incontinence. Flexible cystoscopy showed the opening and closure of the urethra in the region of the cuff was satisfactory, but retrograde urethrogram (rgu) revealed a small point of contrast leak suggesting cuff erosion into the urethra just proximal to the cuff. To aid healing of the wound, the patient was placed on bilateral percutaneous nephrostomies again. Parenteral antibiotics were started. The device was explanted.